Manufacturer narrative:
(B)(4): a batch review was conducted and there were no deviations found related to the reported condition during the manufacture of this lot. The device has been received by baxter and an evaluation was completed. A visual inspection was performed with no abnormalities noted. The returned sample underwent clear passage and pressure tests with no issues noted. The device was determined to meet product specification requirements. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice automated pd set with cassette leaked during peritoneal dialysis therapy. The patient was unable to specify the location of the leak. The patient was connected at the time of the event. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.